Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, but the malfunction recurred, leading to the decision to replace the pump. A replacement pump with updated software was sent, and instructions for returning the faulty pump were provided. The caller was advised on the steps to take upon receiving the replacement and acknowledged the information provided.